Event description:
Article was received noting that 4 patients experienced problems with the implanted lead which led to re-operation and 2 patients contracted a surgical infection. No other relevant information has been received to date.